Event description:
A customer contacted beckman coulter inc (bci) regarding erratic hemoglobin (hgb) results generated by the coulter lh 750 analyzer for multiple pts. Per customer, 27 pts were affected in this event and customer provided results for 7 pts. Customer indicated the hgb results were erratic with the hgb and hematocrit (hct) results not matching. Hgb results were not flagged with customer defined instrument "h/h check fail" error messages on pt printouts. Customer retested all samples on a different instrument in their lab and considered the rerun hgb results to be correct. The erroneous results were reported out of the lab and corrected reports were sent out before any treatment to pts. Based or info provided, there was no death, serious injury, or change to pt treatment as a result of this event.

Manufacturer narrative:
The instrument is currently performing within qc specifications with respect to accuracy and precision. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found problems with wbc and hgb baths. The fse replaced hardware components and verified the instrument performance. The fse discovered that "h/j check fail" error messages not flagged on pt printouts were due to customer inadvertently disabling the h/h check alarm. The fse enabled the h/h check alarm. Hardware issued may have contributed to this event. A malfunction will be assumed for the purpose of this report.